Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm adapter / connector defective / damaged as the nurse prepares to place a superficial IV in the patient, she opens it and discovers that the heparin cap on this closed IV needle is broken and immediately replaces it.

Manufacturer narrative:
1. No defective sample and photo is received, and the damaged state of the prn cannot be identified. 2. DHR/bhr review lot#4081473 1-the products of this batch were assembled at intima ii auto line 3 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batch used in this batch of products is 4085502, review the raw material inspection records, no abnormalities. 3. Check the retained samples of this batch, and no damaged prn is found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Due to no defective sample is received, the damaged state of the prn cannot be identified, so the root cause of the damaged prn cannot be determined. The plant will continue to track and trend the issue.